Event description:
It was reported that the catheter was clogged. At the time of report, the pump was on the back table to watch for droplets coming out of the catheter port. The pump had been watched for five to ten minutes without seeing any droplets, though the time frame was too short to confirm if any droplets should have been seen. It was stated that there wasn't anything suspected to be wrong with the pump, but the catheter would be replaced. There was no "feedback" drip from the catheter. Four days later, it was reported that the entire catheter had been replaced. The patient had experienced symptoms of increased pain. The surgeon could not receive any cerebrospinal fluid with attempts of withdrawal using a syringe. Three days later, it was reported that the patient was doing "fine" when the reporter had last seen her. It was also stated that the pump appeared to be working fine. The device system was infusing infumorph, ketamine, and tetacaine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).